Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8120 pca was affected by plastic recall and the unit is affected by r1118 front cover, handles, rear case, r090: syr/pca gripper, and r111: syr/pca sizer mislign. There was no reported patient involvement.